Manufacturer narrative:
A ge oec service representative investigated the issue and repaired the video connection j on the video controller pcb. Image quality restored. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9900 fluoroscopy system had image quality issues. Image grays out or is poor on display.